Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was provided that during the implant procedure the back haptic was trapped between the cartridge and the plunger. Not enough information was provided to conduct a review on the cartridge lot. The lens model associated with this complaint is an lens with the diopter unknown; however, this lens model is only qualified for use in the approved cartridge for the diopter range of -5.0 to +5.0 diopters. It is unknown if an approved cartridge was used. The product investigation could not identify a root cause. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, it was noticed that the haptic back was trapped between the cartridge and plunger. The wound was enlarged to remove the lens and a same model lens was implanted. The surgeon reported that the patient had 3.24 diopters of astigmatism following implant surgery. There are two manufacturer reports associated with this event. This report is for the second lens that remains implanted.